Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she was having a return of urinary symptoms. The patient was going to the bathroom more often. The patient stated that she was having trouble making adjustments and thought she was on 2v which had been working pretty well but then she started having to go to the bathroom every 2 hours when she used to only have to go to the bathroom every 3-4 hours. The patient stated that her back was hurting and she couldn't lay on it. The pain was mostly at the implant site and the patient thought it was post-operative pain. The pain was also in the middle of the back and had gotten worse. The patient was not feeling stimulation while therapy was on. The patient reported not feeling stimulation in the correct area (the patient was on program 1 at 2.2v. The patient services assisted patient and patient's daughter in increasing stimulation. Patient did not feel stimulation when increased up to 8.0v. Patient services assisted patient in lowering stimulation back down to 2.2v. The patient indicated the return of symptom start last friday on (B)(6) 2016. The indications for use for this patient were gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient's daughter reported an onset of gradual pain in the legs and lower back that has worsened over time. It was noted that this started a month and a half ago and a couple of months ago. The patient's primary care physician was requesting an MRI. The daughter reported the procedure/MRI was due to a problem with the device/therapy, and it was unknown if the symptoms were related to the device/therapy. The daughter also reported that when the patient was getting up to urinate at night and in the morning, she leaked. This was noted as a sudden change that started last month ((B)(6) 2016). The daughter was going to have the consumer increase stimulation. It was noted that the patient was not going to see her doctor at this point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.